Manufacturer narrative:
On november 5, 2021, mentor became aware of the following and associated fields have been updated on this form: 1. Date of event under field b3 has been updated from (B)(6) 2021. 2. Baker grade of the capsular contracture experienced was iii. 3. Date of implant was updated from (B)(6) 2021 to (B)(6) 2021 under field d6a. 4. Date of explant was updated from (B)(6) 2021 under field d6b. 5. Replacement device used on to (B)(6) 2021 was catalog number 3505001, serial number sn (B)(6). 6. After secondary review of the file, device code off-label use was added under field h6 as device was implanted ((B)(6) 2021) after expiration date (january 20, 2021) per manufacturing record evaluation (mre) completion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. According to the product insert data sheet the sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown in the box label. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2021, mentor became aware that the date of implant was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 year-old female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2021.